Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a lot of pain at night and wanted to schedule an appointment with a manufacturer representative (rep). The patient stated that the last time she met with a rep, they changed the settings, the implantable neurostimulator (ins) ¿started not to work at night", so they wanted to get the ins reprogrammed. There were no further complications reported or anticipated.